Event description:
It was reported that the patient¿s ¿implant failed¿ and therefore was removed. The patient had ¿6,3¿ aliquots on the first visit and ¿8,1¿ aliquots, but the meaning of which was unclear. Cause, patient outcome, symptoms, and meaning behind aliquots were not known. Follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Previously reported for serious injury due to unexpected surgical intervention as a result of a malfuction. However, additional information clarified that no malfunction was observed and the explant was elective, therefore no serious injury occurred either. No information makes event not reportable.

Event description:
Additional information received reported that the patient's symptoms did not improve, and that the device itself "did not fail." No malfunctions were observed, and the only symptoms were unimproved urinary symptoms of urgency, frequency, and urgency incontinence. The patient had an uncomplicated device removal. It was clarified that the aliquots previously reported were urine samples to be run later for the clinical study.

Manufacturer narrative:
No additional information received;

Manufacturer narrative:
(B)(4).